Event description:
The customer reported via phone call that when his insulin pump gets below 200 to 150, the pump gives him a no delivery alarm. Customer stated that he has not been able to run the pump below 150 for about a month now. Customer was just sitting on the couch when the alarm occurred. Customer stated that the tubing is not bent or kinked. Customer stated that he has changed the infusion set and taken the reservoir out of the pump. Customer has tried to bolus and received a no delivery with the reservoir out of the pump. Customer does not want to troubleshoot the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement test, no alarms were noted during testing. The device had minor scratches on the display window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.